Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported event. The affected device was returned to livanova (B)(4) for a detailed investigation. No deviation could be found during tests. The device was working within specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 bubb det sensor, low level ii did not alarm when the level dropped down during procedure. The level sensor module was disconnected and connected again but the issue could not be solved and the device was replaced with another one to complete the procedure. There was no report of patient injury.